Event description:
It was reported the catheter had migrated into the pocket. The patient experienced loss of pain control. The catheter was revised.

Manufacturer narrative:
Only the butterfly anchor was returned for analysis. Analysis revealed no anomalies. This report is being filed which covers a 2-year retrospective review of events for consumer reported and catheter events between 2005 and 2006 (inclusive). This exemption was granted to satisfy medtronic's MDR obligations for any previously unreported serious injury, death and malfunction events found during this review. This medwatch report represents 132 total unreported malfunction events for the model 8709aa intrathecal catheter. This total includes the event described in this report.